Event description:
Same case as MFR#2134265-2008-02724, 2134265-2008-02725. It was reported that post a coronary drug eluting stenting treatment procedure, an allergic reaction and a possible stent occlusion occurred. The patient subsequently passed away. The physician implanted three taxus express2 drug eluting stents in an unspecified location. The stents were sized 2.50x12mm, 2.50x8mm, and one unknown size stent. After receiving the stents, the patient suffered an allergic reaction that presented as itching, fever, rash, and burning. One of the stents may have been occluded, but it is unknown which one or when this occurred. The patient passed away, but her death is believed to be unrelated to the stent. Further information was requested but was unavailable.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.